Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that there was a hole in cuff which was noticed during the procedure. The tube was replaced with a new one to complete the procedure. There was no patient injury.